Event description:
It was reported that high pacing lead impedance, a sensing anomaly and noise were observed. The lead was explanted and replaced without complication.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.